Event description:
It was reported that the patient experienced discomfort at site of the device. A physical exam of the device site/incision by the doctor noted no unusual findings. No further action was taken, the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.